Event description:
It was reported that prior to an unknown procedure, a strip of package material or something is included in the pouch. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/18/2007. Evaluation summary: upon receipt of the package, it was verified that a strip of dark foreign matter spanned across the seal area of the package. This created a channel seal void. Upon opening the package, it was determined that the foreign matter was a piece of tyvek scrap from the machine. The tyvek was dark in color with grease. The strip of tyvek created an indentation across the form that was observed after peeling the foreign matter back. The tyvek was confirmed to be scrap that was caught in the chain making it dark in color with grease. The scrap then made its way across the forming station and was caught in the first package; creating the seal void and leaving grease on the form. As the result, the two subsequent cavity 2 forms had dark spots in the same area across the form. The batch history records were reviewed with no protocols, defects or non-conformance noted.